Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/19/15- pfs and medical records received. Patient event report notes chromium of 76 and cobalt of 124 with no date and stated they should be less than 2, trouble walking, headaches, clicking noise, shortness of breath, shaking and jerking movements. Pfs reported patient information and memory loss, blurry vision, increased heart rate, and spine arthritis. Medical records and revision surgical report noted increased ions, bursitis of greater trochanter, gray fluid, gray tissue, minor-moderate corrosion between the junction of femoral head and taper of femoral stem neck and metallosis. Revision report also mentioned removing some cerclage wires from primary surgery, but the primary surgical report is not within the medical records reviewed at this time. Stem added for high ions and corrosion. Part/lot updated. The complaint was updated on: dec 8, 2015.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and elevated metal ion levels.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions.